Event description:
A patient contacted lifecor customer support to report numerous arrhythmia and check belt messages. The patient was in the car; they went to the ER, but did not have the modem with them. They cleaned to surface of the electrodes and put a dab of lotion. They will get the modem, but they have no land line at home, so they will have to return to the hospital to download. Download was interrupted by check belt messages; once the monitor was disconnected from the belt, the download was successful. The download reveals many automatic events showing a flat line with no significant falloff. Support sent a patient services representative (psr) to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown, but appeared to be caused by stretching of the cable due to patient use. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.